Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g the inner shield does not detach. There was no report of patient impact. The following information was provided by the initial reporter: it was r-from the pen on most from this box. Informed daughter calling proper non patient end attachment. Also reported the inner shield hard to remove on a few from this box.

Manufacturer narrative:
H6: investigation summary customer returned 5 used 5mm, 31 gauge pen needles from lot 1334572. No immediately observable defects were observed on any of the pen needles. Each of the pen needles were attached to a test pen without issue, and were likewise detached from the test pen without issue. No stresses could remove the outer cover, the pen needle, or the needle shield. The pen needle itself stayed mounted to the test pen, but could be easily detached back into the outer cover. No damage found and all pen needles functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the pen needle not detaching as intended. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g the inner shield does not detach. There was no report of patient impact. The following information was provided by the initial reporter: it was r-from the pen on most from this box. Informed daughter calling proper non patient end attachment. Also reported the inner shield hard to remove on a few from this box